Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that while setting up the system in preparation for a cataract with intraocular lens (iol) procedure the vitrectomy was not available. There was no patient involvement. The procedure was initiated and completed with an alternate system.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The non-conforming air dryer filter assembly was replaced. The system was then tested and met all product specifications. The system was manufactured on october 13, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming air dryer filter assembly. The manufacturer internal reference number is: (B)(4).